Event description:
A pt reported experiencing inaccurate erratic results with one touch profile. The pt's blood glucose result was 105 mg/dl. Tests was done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.